Event description:
According to the reporter, during a laparoscopic right hemicolectomy, they checked the jaws opening/closing and the surgeon clamped the tissue, however the status indicators were illuminated blue and could not fire the device. Then removed the device from the surgical field, replaced by another battery, the surgeon clamped the tissue, however the same event occurred. The procedure was completed with another device.